Event description:
It was reported that during an unknown gynecological procedure, "intravasation" of glycene occurred and the procedure was aborted. No device problems or patient consequences were reported. In a subsequent gynecological procedure to this patient, a section of what appeared to be a metal wire was observed in the uterine cavity. At the end of the subsequent procedure, the wire was not visible any longer. No patient consequences were reported.